Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction adhesive around lg lens has a crack, "adhesive around objective lens has wear was traced to component failure. The cause for the foreign objects to remain on the aw-cylinder (tube) and aw-tube has foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited white foreign material in the air water cylinder and air water tube, cracked adhesive around the light guide lens, and worn adhesive around the objective lens. There was no patient involvement.